Manufacturer narrative:
(B)(4). Report source: (B)(6). The event was confirmed with product received. Visual inspection of the returned product found black stains on the product and sterile blister. Stains are not residue and unable to be removed. No other damage or anomalies were noted. Review of the device history record identified no deviations or anomalies that would contribute to this event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon incoming inspection, a team member found stain on the product surface. Upon visual examination, debris was found in the sterile packaging. No further event information available at the time of this report.